Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during the procedure, the surgeon noticed stapling was done on the part which should not be stapled. To resolve the issue, the tissue was sutured manually. After squeezing the handle, surgeon pulled out the string from the side of jaws and removed the device. All staples were formed properly, but a part of string was still caught in the device jaws. The surgeon pulled out the string, then it was disengaged from all of staples. The end of the tissue was cut additionally and sutured by hand. No bleeding occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended more than 30 minutes.